Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux-en-y. According to the reporter: this idrive ultra powered handle and adapter has occasionally abruptly rotated not articulated up to about 45 degrees during the case without pushing the rotation button. It stopped on its own so the surgeon just used the rotation button to straighten it out. No damage has been done to tissue, but it does occur when closed down on tissue. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Yes reinforcement material was used.